Event description:
It was reported that post a percutaneous coronary intervention (pci) procedure the patient contracted pulmonary fibrosis. In an unspecified lesion a bsc ion stent was implanted into a patient. The patient contracted pulmonary fibrosis and the physician does not know the cause of the pulmonary fibrosis.

Manufacturer narrative:
Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown; therefore the manufacturing records for the complaint device can not be reviewed. If any further relevant information is received, a supplemental medwatch will be filed. (B)(4).